Manufacturer narrative:
No case parts have been returned for evaluation at this time.

Event description:
Medtronic received information regarding an imaging system being used during a sacroiliac and thoracolumbar procedure. It was reported that the system would not automatically transfer scans to the navigation system. The site had to use the manual acquire feature to acquire the scans. The event occurred intra/peri-operatively with less than one hour delay to surgical time. There was no impact on patient outcome.

Manufacturer narrative:
Review of this event and/or additional information received shows that there is no evidence to reasonably suggest that the device in this report or a similar device would be likely to cause or contribute to a death or serious injury if the malfunction were to recur. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803.